Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to duplicate the reported clinical observations during analysis testing.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. An invasive procedure was performed. When the pocket was opened, the device was noted to have been implanted sub-pectoral and the ra lead was braided together with the right ventricular (rv) and left ventricular (lv) leads due to suspected twiddler's syndrome. The device was explanted and replaced and the ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.